Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
A physician reported "loss of ddd or ddi pacing in patients that are quite reliant on a-v synchrony for adequate cardiac output frequently leads to acute and subacute functional deterioration in those with significant left ventricular diastolic or systolic dysfunction. This often results in urgent office or emergency room visitations and even hospitalizations. Consequently, we often find ourselves scrambling to expedite what would otherwise be considered an 'elective' pacemaker generator replacement." Follow-up will be attempted to determine if more specific information is available. No further patient complications have been reported as a result of this event.